Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00646. It was reported both of the patient's leads had migrated into the foramen. Both leads were explanted and replaced. Postoperatively, the patient reported effective therapy was restored.